Event description:
It was reported that the user¿s ilet system did not display glucose numbers after sensor warmup with a dexcom g7, despite sensor code entry over 30 minutes prior, and no sensor failure alerts were present; the user had dismissed a ¿dosing stopped¿ alert and then glucose readings appeared, with reported values of 271 mg/dl and later 311 mg/dl with a rightward trend arrow. Symptoms included hyperglycemia. Outcomes included transient interruption of automated dosing and need for user interaction to restore sensor display. Investigation included review of alarm history and user-led troubleshooting and education. Investigation of this case revealed no sensor failure alerts and restoration of readings after alert dismissal, suggesting temporary data display or communication disruption without confirmed sensor malfunction. It was concluded that the event was consistent with a temporary data display or communication issue, with no confirmed device malfunction and resolution after user action. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.